Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 250 mg/dl. The customer was treated with bolus. The customer stated that the pump had insulin flow blocked. The customer does not alleged pump was under delivering. The customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reported that the insulin exited during priming. Customer declined to perform the high pressure test. Customer declined to troubleshoot for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.